Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell four of five, while the hp was connected. The caregiver (cg) stated that the clamp was open on the unused white supply line. The technical service representative (tsr) advised the cg to end the hp¿s therapy and assisted in removing the cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. However, an open clamp on an unused supply line was reported and is a known cause of this alarm. The "homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device, warns the user to make sure all clamps on unused fluid lines are closed securely. It also instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.